Event description:
It was reported that a patient with this inflatable penile prosthesis experienced a fluid loss in the system. Upon examination, it was confirmed that the device had a fluid leak and device was replaced. There were no patient complications.

Manufacturer narrative:
Correction on field (b5) describe event or problem. Correction on field (h6) patient codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with this inflatable penile prosthesis (ipp) experienced recurring incontinence. Upon examination, it was confirmed that the device had a fluid leak and device was replaced. There were no further patient complications.